Manufacturer narrative:
Reliability analysis was unable to perform the insertion complaint due to the complaint being against the sen-serter, and only the sensors were returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the sensor fell apart after insertion into their body. Customer stated the sensor fell apart when the customer attempted to remove the inserter after sensor insertion. Customer's blood glucose was under 200 mg/dl at the time of incident. The customer reported the needle hub and sensor was not inside the inserter. Customer also reported the catch arm was not bent on the sensor. Customer agreed to return the sensor for analysis.